Manufacturer narrative:
Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted with a burch-schneider shell. Subsequently a fracture of burch schneider shell was detected on (B)(6) 2012. Revision has not taken place yet.

Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Additional: h2, h6 correction: b4, g4, g7, h10 event summary: it was reported that the female patient had initial total hip arthroplasty on (B)(6), 1995 and underwent revision of the cls cup after 7 years in vivo on (B)(6), 2002 due to implant fracture. The implanted sl cup was revised after 2 years in vivo due to loosening and was replaced by a burch-schneider cage on (B)(6), 2005. After 7 years in vivo on (B)(6), 2012 a fracture of the burch-schneider cage was noticed, however not revised as the fracture did not influence the performance. Review of received data - no further due diligence required as all required information to support the conclusion is available or was already requested but not received. - patient data according to product experience report (per): b.e., female, born (B)(6), 1938 - course of events according to received powerpoint presentation and case report: 94.10.31 initial left tha after uneventful course loosening of the cup. 02.05.13 x-ray pelvis ap shows well seated spotorno stem while the cup is loose and fractured at the base of the cranial flange. 02.11.04 cup revision (sl cup) 02.12.19 postoperative x-ray shows steep inclined cup with metal on metal articulation 04.04.23 migration of the cup to cranial and fracture of 2-3 screws with seam line along the cup (B)(6), 15 patient had pain in left hip, left knee and right foot (B)(6), .23 cup revision left hip (ochsner kantonsspital liestal), in the postoperative x-ray (B)(6), 2005 the distal part of the burch-schneider cage seems perforated. 06.02.08 follow-up shows uneventful left hip, however knock knees. X-ray shows correct bony reconstruction. 12.06.07 x-ray control indicates fracture between flange and cage 14.01.23 x-ray control unchanged 19.09.03 x-ray pelvis ap shows migration of distal tip of burch-schneider cage. The fracture gap seems unchanged. Patient has little pain only in left hip, therefore no indication for revision. - revision report, (B)(6), 2005: diagnosis: loosening of cup, condition after left htep ((B)(6), ) treatment: replacement of left hip description of procedure: removal of inlay, complete screw, screw parts of fractured screws and cup. Curettage of soft tissue with insertion of bone allograft from bone bank and insertion of burch-schneider cup. Cementing of pe cup. - x-ray review: photographs of x-rays have been received. The fracture at the flange of the burch-schneider cage is visible in pelvis overview dated (B)(6), 2014 which shows the cage in a slightly horizontal position. Additionally, the fracture can be seen in the axial view of left hip dated (B)(6), 2019. Devices analysis - the burch-schneider cage remains implanted. Review of product documentation - this device is intended for treatment. - the compatibility check could not be performed as the product combination is unknown. - DHR review could not be performed due to unknown ref and lot number. Conclusion summary patient was implanted with a burch-schneider shell on (B)(6), 2005. Subsequently, a fracture of the burch schneider shell was detected on (B)(6), 2012, however as the fracture has not influenced the performance of the shell a revision has not taken place. Based on the medical documentation and the x-rays the fracture of the burch-schneider cage can be confirmed. Due to missing implantation report, it is unknown if and how the burch-schneider cage was manipulated for insertion. Visual and dimensional investigation could not be performed as the product remains implanted. Due to lack of product identification the manufacturing documentation, the compatibility check and the product history could not be reviewed. The investigation results did not identify a non-conformance or a complaint out of box (coob). Due to the unavailability of the product, unknown ref and lot number of the device, no exact root cause could be identified. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
X-rays were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. An e-mail requesting the following additional information was sent to the appropriate representatives: burch-schneider cup; please provide us the ref and lot number. Implantation report. Other reports (specify). Revision report - if in the meantime a revision has been performed. Patient weight, height, bmi and all relevant history. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted with a burch-schneider shell. Subsequently a fracture of burch schneider shell was detected on (B)(6) 2012. Revision has not taken place yet.